Manufacturer narrative:
The reported event, for heat, was not confirmed as the pencil was not returned for evaluation. Without the pencil, the root cause cannot be determined. It was reported by the sales rep that the surgeon in this case did not use the required holster to hold the pencil during use. The instruction for use for the pencil specifies the use of the holster during use to hold the device. It also states the following warning; "do not place the instrument near or in contact with flammable materials, such as gauze or surgical drapes." Device discarded by customer.

Event description:
It was reported that during a surgical procedure, it was noted that the neptune e-sep pencil burned a hole through the drapes. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.